Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with worn bearings and a corroded potted trigger connector, which were each replaced along with other components. Svc repaired and returned the device to the customer.

Event description:
It was reported that the drive continued to run after the trigger was released during a surgical procedure. The case was completed with another device. There was no adverse consequences reported as a result of this event.